Manufacturer narrative:
B3: date of event - used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that guidewire stuck occurred. An angiojet solent omni was used for thrombectomy procedure. However, during the procedure, the catheter became stuck to the guidewire, and it was unusable. There were no patient complications.